Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Laparoscopic cholecystectomy - towards the end of the procedure the consultant noticed some of the black seal housing in the patient. He is unsure when the black rubber piece of the seal housing actually tore off. Other products used down this port, apart from the normal 5 mm instruments, was a [non-applied] clip applier with a purple clip. The seal housing is being kept for applied medical collection. The black portion of the rubber seal housing was removed patient status: no patient injury.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.